Manufacturer narrative:
Device logs revealed that the user had already primed channel 1 when attempting to enable channel 2, which cannot be performed per the IFU. The system was confirmed to function as expected.

Event description:
User reported that the cardioplegia side of the heater-cooler was disabled. The user was able to reboot the device and enable the tank; however, failure of the heater-cooler during a case is considered reportable even though there was no patient harm as a result of this event.